Event description:
Medtronic received information that 1 day post implant of this bioprosthetic valve, a re-thoracotomy for exploration and drainage was performed due to a hemothorax. 2 units of packed cells, 2 plasma units, and a 600 ml auto-transfusion were given. No additional adverse patient effects were reported. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).